Event description:
Information received by medtronic indicated that the insulin pump had crack around the battery compartment. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
S/w ver. 4.11d. Retainer ring = clear. On (B)(6) 2021 the customer reported a crack around the battery compartment. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: cracked case on the battery compartment side, scratched case. After battery installation, a blank display was noted. Unable to perform the displacement test due to the blank display. The case was cut open. After visual inspection, there is corrosion in/around the following: battery compartment, battery board; pcba1--j7, j6, j2; force sensor flex cable. The pcba1 j7 was found detached from the board. Pcba2 was plugged into a known good pcba1, and then both boards were inserted into the test case. In this configuration the unit was able to boot up normally, and the software version was able to be obtained. In summary, the customer¿s report of a crack around the battery compartment was confirmed during visual inspection. The blank display is due to the detached pcba1 j7 connector caused by the severe corrosion underneath it. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.